Manufacturer narrative:
(B)(4) initial report. Additional information including; post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision after approximately 1 year 9 months due to infection. Metafix collared stem, ceramic head and trinity ecima liner were revised.

Manufacturer narrative:
Case-(B)(4) final report. Additional information including; post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight and medical history and an update on the patient post revision was requested, however, this could not be provided. The appropriate device details were provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. All finished parts associated with these records were manufactured, packed and sterilised in accordance with the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery procedure. Based on the available information, no further investigation can be conducted, and the root cause of the reported infection is unknown. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.